Event description:
The customer contacted philips healthcare to report that they were unable to acquire an ECG waveform and that there was an ECG failure message.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.